Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Per medical review - review of the complaint file indicates that the surgeon implanted a 13.2 mm micl lens in the patient's right eye (od). The lens was reportedly removed due to the lens size was big. No injury to the patient was reported. No further information has been forthcoming even though second request was made. Wrong lens use failure mode (such as improper white to white measurement, variability of the white to white measurement based upon different techniques, poor correlation of white to white measurement and length of ciliary sulcus in a individual case, irregular ciliary sulcus or ciliary sulcus cyst, improper lens label and patient condition) could contribute to the event. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye. The lens was removed due to size was big. There was no injury to the patient. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).